Manufacturer narrative:
H3 ¿ the pump and the explanted portion of the catheter were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cultures were negative, and they were unable to remove the remaining catheter due to scar tissue.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine (unknown) (25 mg/ml at 10.224 mg/day) and clonidine (700 mcg/ml at 286.28 mcg/day). It was reported that the patient was experiencing withdrawal symptoms including fever, nausea, dizziness. It was found that the pump was flipped in the pocket. It is unknown if there were any environmental/external/patient factors that may have led or contributed. The healthcare provider (hcp) attempted to do a pocket revision with a catheter revision but when the pocket was opened the hcp saw signs of a possible infection. The actions taken to resolve the event was the full system was explanted. It was mentioned that the hcp was attempted to remove the full catheter but was unable to explant all of it. It was unknown if the event was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#: (B)(6) serial#, implanted: on (B)(6) 2012, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 27-oct-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n309730006, implanted: (B)(6) 2012, explanted: (B)(6) 2026, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-30, additional information was received from the manufacturer representative (rep). The cause of the pump flipping was determined to be due to the tissue not holding suture. The rep reported the patient's symptoms were starting to resolve after several days in the hospital on antibiotics and oral medication. The information was provided by the physician.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.